Manufacturer narrative:
Additional information: d9, h3, h6(update code), h11. H11: the device was received for evaluation. A visual inspection of the returned sample showed that brown particles were adhered inside the drip chamber. The reported condition was verified. The cause of the damaged drip chamber could not be determined; however, it may be related to the supplier¿s manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h11: the actual device was not available; however, five (5) photographs of the samples were provided for evaluation. A visual inspection was performed, and brown particles adhered inside the drip chamber were observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten (10) clearlink system continu-flo solution sets had brown flecks inside several areas (top and inside) of the drip chamber; further described as "inside the IV fluid path (in the tubing)". This was noticed while preparing saline lines for transseptal lines. There was no patient involvement. No additional information is available.